Manufacturer narrative:
Product analysis was performed. The sample was returned with a crack in the locking mechinism, so the complaint has been confirmed. Several attempts have been made to replicate the cracks, but have been unsuccessful. The root cause cannot be determined. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown.

Event description:
According to the complainant, the locking adapter of the button was cracked. The device was replaced with a second corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".